Manufacturer narrative:
Administrative error occurred. Record reviewed and pushed for submission.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.